Manufacturer narrative:
Not returned. Event conclusion: our reliability assurance lab was granted temporary access to this device as part of the litigation process. Visual inspection confirmed that there was no arcing under the header of the device. All the leads were still attached, however, severed approx 1 to 5 inches from the device header. Upon interrogation, it was noted that the device was left in monitor + therapy following explant. An open lead fault was noted; the original date of this fault has been overwritten. The device declared eri on 1/9/2008. The device was returned to the pt's attorney.

Event description:
Boston scientific crm received info that the pt implanted with this implantable cardioverter defibrillator (ICD), which is included in an advisory population, expired due to decompensated ischemic cardiomyopathy, congestive heart failure, acute renal failure and idiopathic thrombocytopenic purpura. At the time of the pt's death, there were no allegations against the functionality of the device. New info received indicates that a rep of the pt has retained legal counsel and filed a lawsuit. There was an allegation that the device exhibited a malfunction which caused or contributed to the pt's death.